Event description:
A catheter blockage was reported. It was stated that the healthcare provider (hcp) was able to aspirate 1-2 ml from the catheter during a dye study; following which they were to prime the catheter back up with drug. No further information was known to the reporter. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient did not experience any symptoms. The catheter blockage was at the proximal location which they were able to clear. It was noted that the "outcome resolved".

Manufacturer narrative:
Catheter model# 8709 lot# # n056550009 implanted: (B)(6) 2006 explanted: unknown; catheter model# 8596sc lot# n268399011 implanted : (B)(6) 2011 explanted: unknown. This report was previously filed under the manufacturer's site#3007566237. The correct manufacturer's site# is 3004209178.